Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the procedure the needle tip broke. The needle fragment remains in the patient. This was confirmed by xray. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. The samples returned consisted of empty contaminated folders. No sutures or needles were returned. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.